Event description:
It was reported that tandem charging supplies began smoking. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a return and replacement of the tandem charging supplies.